Event description:
It was reported that episodes of inappropriate atrial tachycardia/atrial fibrillation (at/af) due to atrial lead noise were noted on a remote transmission. The patient presented to the clinic and programming changes were made. The patient was asymptomatic.